Event description:
In preparation for an ercp for common bile duct stone removal, the physician selected a cook memory hard wire basket. It was reported that the user opened the basket but found that it could not be retracted into the sheath. This observation was made prior to patient contact so a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence, and the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. The device returned with the basket fully extended. The basket responds to handle manipulation. Significant resistance was encountered during retraction of the basket as the basket reached the distal opening of the catheter with the basket being unable to be retracted unless the catheter was fully straightened. The basket was able to be advanced without resistance. The catheter length measured 194.1 cm from the white shrink tube to the distal end of the catheter, this is within specifications. The distal opening of the catheter was also viewed under magnification, and the edges of the catheter were smooth. The drive wire and catheter were cut, and the basket was removed to verify the ability to retract and straightness using productions cannula tester tool. Some resistance was noted however the basket was able to be retracted into the cannula tester and retracted straight. The basket wires' outer diameter was measured using calipers and all 4 wires measured within specifications. The basket was fully formed and within specification for basket length. Additionally, the distance between the curves of each wire measured within the cpn drawing specification. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the basket would not retract. Our evaluation was unable to identify the cause of the failure to retract, all aspects of the device were verified to be within specification. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.